Event description:
The customer reported on (B)(6) 2014 at 1:54 pm that he activated a new pod. At 5:00 pm the pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.